Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open low anterior resectioning. During end-to-end anastomosis, there was poor staple formation. The staple line was not properly formed. To correct the issue, the tissue was hand sewn. Medical or surgical intervention was necessary because the tissue had to be over sewn. Surgical time was extended greater than 30 minutes but there was no adverse event reported. Patient status is alive, no injury.